Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02978, 3007963827-2018-00090. Concomitant medical products: cat: 42512401011 articular surface fixed bearing posterior stabilized lot: 62992666, cat: 42-5320-075-01 psn tib stm 5 deg sz f l lot: 63452362. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain and clicking in the medial compartment of his left knee. The tibia component appeared to be mal-positioned. From review of the revision op notes it was noted that there was pitting on the articular surface. The tibial component was noted to be medial with osteophytes about the medial tibial plateau.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.